Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Knee effusion [joint effusion]. Case description: spontaneous report received in 2008 from a physician regarding a male pt. The pt received his first dose of synvisc one the month before, administered via intra-articular route at a dose of 6ml, once. The pt's medical history includes osteoarthrosis. On an unspecified date, after treatment with synvisc one, the pt experienced knee effusion. The pt saw his physician again five days prior to original date, and was still experiencing knee effusion. The pt was treated with lipotalon (corticosteroid). The physician assessed the knee effusion as non-serious and the relationship between the event and synvisc one as possibly related. As of the date of receipt of this report the pt outcome was unk. Investigation summary was received 11/13/08: the product lot number was not provided and therefore a batch review was not possible.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. The product lot number was not provided and therefore a batch review was not possible. Genzyme biosurgery will continue to monitor complaints to determine if corrective action is required.